Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced issue with 2 infusion set tubing creased or bent on (B)(6) 2024. The set had been in use for 2 days. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.